Event description:
It was reported that when the catheter was introduced, a light resistance was felt in the vessel. Following a decision to remove the catheter, more resistance was felt. During the procedure, it was noted that the distal portion of the catheter was cut and a piece remained in the vessel. This piece of catheter was surgically removed under general anesthesia. St. Jude medical is attempting to obtain further details concerning this incident.